Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. The device history record of reported lot number 6005479 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that the device was not able to spike a blood bag during a level 1 trauma situation where the patient was hemorrhaging blood. The customer stated that the tubing was not spiking and was not fitting appropriately in the bag and states that due to this, blood was not given in "the most appropriate method." There was no reported patient harm due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.